Manufacturer narrative:
Upon reviewing available data and information at this point, patient most probably has had sun exposure, which may be a contributing factor to the injury. Further investigation will be conducted to determine the root cause.

Event description:
On (B)(6) 2015 syneron ra was made aware of an adverse event occurred at dr. (B)(6) account. It was reported that male patient, skin type IV, was treated on neck area with elos plus system and dsl applicator for hair removal, sustained burns and hypopigmentation. The patient underwent two treatments, with two weeks apart (it is recommended at least 6 weeks duration between the treatments). Photo of two weeks post first treatment shows blisters and skin irritation. Photo of 2 days after the second treatment shows burns moderate in severity. Photo of 8 days post second treatment shows skin discoloration. In addition, apparently the patient was treated with (B)(4) 4 days post second treatment. According to syneron clinical specialist that contacted the treatment provider, although the settings were within the recommended for the patient's skin type, the burn might be related to recent sun exposure. It was advised to keep the area moist and protect from sun.